Event description:
The reporter indicated the surgeon implanted a 13.0mrn ticm130v4 implantable collamer lens in the patient's right eye on (B)(6) 2014 and the lens was removed on (B)(6) 2014 due to excessive vault associated with elevated iop. Significant reduction of irido-corneal angles, pupil block and iris atrophy was noted. The lens was not replaced.

Manufacturer narrative:
Method: lens work order search and medical review. Results: visual inspection of the returned product showed a haptic was torn and the lens was returned dry. The lens was dehydrated and remeasured and both the length and width were found to be within original design specifications. A lens work order search revealed there were no similar complaints found. Medical review - review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).

Manufacturer narrative:
(B)(4).